Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose readings of over 600 mg/dl and had flu-like symptoms. Customer had nausea and vomiting. Caller reported that customer was going to go to the emergency room. Customer would call back.